Event description:
It was reported to boston scientific corporation that two 10cm x 7cm ultraflex esophageal covered stents were involved during an esophageal stenting procedure on (B)(6) 2010. According to the complainant the first stent (subject of manufacturer report # 3005099803-2010- 04345) was implanted on (B)(6) 2010. Post procedure the patient was having difficulty eating, and on (B)(6) 2010 the patient came back to the hospital to be endoscopically examined. During the evaluation it was discovered that the stent had not expanded, and had migrated proximally. As a result, the stent was not covering the tumor. The stent was removed from the patient. Also on (B)(6) 2010, a second stent was placed; however, the patient began retching, and the stent slipped into the stomach. The physician was unable to remove the stent, and thus left it in the patient's stomach. A third stent 10cm x 7cm ultraflex esophageal covered stent was implanted and then dilated to prevent migration. The procedure was completed with the third stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - medical intervention required; retching. The reported issue of stent positioning problem. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.